Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-09-17. Investigation summary: a device history review was conducted for lot number 9262113. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Microscopic inspection of the broken section of the returned sample allowed our engineers to identify small jagged ridges that are consistent with the application of a large pulling force being applied to the catheter tubing. In response to this finding our team of engineers conducted tensile force testing on the available retention samples for this lot; the results of these tests found the device to perform within the range of product specifications. Based on our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use tubing separated at adapter and tubing with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the puncture went normal on the first day, and on the second day the y-type extension tube fell off and separated from the extension tube. The closed vein indwelling needle was indwelling at 17:00 on (B)(6). At 05:30 on (B)(6), the family of the patient found that part of the exposed y-type catheter connecting seat and the long catheter were separated and broken. After evaluation, the last needle was extubated and the new catheter needed to be re-inserted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use tubing separated at adapter and tubing with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: the puncture went normal on the first day, and on the second day the y-type extension tube fell off and separated from the extension tube. The closed vein indwelling needle was indwelling at 17:00 on july 29th. At 05:30 on july 30th, the family of the patient found that part of the exposed y-type catheter connecting seat and the long catheter were separated and broken. After evaluation, the last needle was extubated and the new catheter needed to be re-inserted.